Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific crm received information that the patient with this implantable cardioverter defibrillator (ICD) was hospitalized during a device follow-up appointment. The patient reported that they had not had their device checked this year. The patient was referred to their physician. No further information has been made available. This device was later explanted and returned for laboratory analysis.